Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended, bent and clogged with blood/tissue. X-ray examination of the lead found the helix was bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent and clogged with blood and tissue.

Event description:
During attempted implant, the helix of the lead extended. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.